Event description:
It was reported that the patient presented in clinic during follow up. Upon interrogation, the right ventricular lead exhibited noise and varying threshold. Due to patient's old age, the lead remained implanted.